Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported the patient had to have the battery replaced after having an issue where the device would not turn off and her whole body was shaking. The patient noted that the doctor had thought the device was not working.

Event description:
Information received reported that the patient experienced overstimulation on the day of replacement after receiving their new implant. There is conflicting information about whether the inability to turn stimulation off occurred with both systems or only with the new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.